Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was prescribed pain medication for pocket pain.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional information was received that the patient was experiencing soreness/tenderness around the ipg site. The physician believed it has to do with mechanical irritation. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.